Event description:
A malfunction with code malf 9 was reported, and a prior event to the issue did not occur. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, so the customer was advised that they could continue using the pump and to reach out again if the issue reappeared, which the caller understood and agreed to do.